Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "check therapy pad" messages was an open connection within the distribution node. Patient_pulse_1 and patient_pulse_2 wires had separated at their solder connection resulting in the open connection. The root cause of the solder joint failure was excessive strain on the wires combined with an improperly flowed solder connection. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
The wife of a male patient contacted lifecor customer support to report that her husband is constantly getting the "check te pad" messages. She reported that they are changing garments twice a week. She also reported the garments are being laundered properly, no bleach or fabric softener is used. She reported that the therapy pads appear to be inserted in the garment correctly with the metallic side against the patient's skin. Two replacement garments were provided to the patient. A follow-up call to the patient found that the alarms did not stop when they switched to the new garments. A lifecor sales rep visited the patient and confirmed the check therapy pad messages. The patient's electrode belt was replaced and 2 new garments were provided. The "check therapy pad" messages stopped with the replacement equipment.